Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was fed into the jaws sideways. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Clip jammed, malformed clip. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the er320 device was returned with a malformed clip jammed in jaws and fed sideways; this condition prevented the device from proper feeding of the clips. The jaws were noted to be properly aligned. The jammed clip was removed from the jaws and in an attempt to replicate the reported incident; the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 7 clips as intended. The device was found to be fully functional. No conclusion could be reached as to what may have caused the returned condition of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.